Manufacturer narrative:
(B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent emergent treatment with gore excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses for a suspected abdominal aortic aneurysm believed to be pending rupture; and bilateral common iliac artery aneurysms. The patient tolerated the procedure with no evidence of endoleak or rupture of the aneurysm. On (B)(6) 2017, follow-up computed tomography(CT) showed a proximal type I endoleak, and a type iii endoleak involving the (plc271400j/15555544) which bridged to the iliac branch component(ibc) (ceb231410a/16492051) on the right side but had become disconnected due to reported distal migration of the ibc. On (B)(6) 2018, the patient underwent re-intervention to treat the proximal type I and type iii endoleaks. Using a 16 fr gore dryseal sheath with hydrophilic coating the device was advanced up the left femoral artery and an additional contralateral leg component was successfully implanted and resolved the type iii endoleak by bridging the gap. It was reported that the physician experienced strong resistance when advancing the sheath through the ostium of the left external iliac artery due to tortuousity. When preparing to advance a gore® aortic extender component to treat the proximal type I endoleak it was noticed that the sheath was level with the left femoral artery, when the sheath was pushed up again the cut down section of the left femoral artery was damaged (torn). The sheath and gore® aortic extender component were removed from the patient. A coda balloon catheter was used to stop the bleeding and the tear was sutured and closed. The patient tolerated the procedure. The proximal type I endoleak was not treated. Patient anatomy is reported to have contributed to the patient¿s proximal type I endoleak as the patient¿s proximal neck angle was reported to exceed 60 degrees.